Event description:
A padgett brand blade was inserted in the zimmer brand dermatome and when skin was harvested, the blade inflicted a laceration of 4 inches on either side of the graft harvest location on the patient's thigh which had to be sutured.